Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the insert was unavailable. A search of the complaint database found one prior report for the talar part and lot number combination; however, review of the (B)(4) system show that 9 other devices from the reported lot have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for loose and subsided talar implant. Polywear on tibial.